Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Tandem technical support performed troubleshooting a found the issue to be within the cartridge. The customer changed the cartridge and resumed insulin delivery. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. The blood glucose was 250 to over 400 mg/dl.